Manufacturer narrative:
Affected product was returned, the returned product was evaluated, and the defect was confirmed. An inventory evaluation was performed and functional testing was performed on inhouse product of the same part number, no abnormalities were found. A nonconformance has been opened to further investigate this defect.

Event description:
The customer alleges that "bulb is stuck and will not light in the blade. " no other details were provided and no patient injury/harm reported.